Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k241032.

Event description:
It was reported that the free-end saddle of the bar broke off at site # 28-29 area. Lab will be sending back as well as having bar remade.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) cshy04, (bellatek® hybrid bar 4 implants) for evaluation. Visual evaluation was performed on images received. A small fracture can be observed in the returned prosthesis. DHR review was completed for the subject lot number 8731083-1. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for the abutment was not performed. The customer did not submit images for the reported event. Digital design file was not needed for this case. Based on the investigation and risk management file review as per project 1166 rev 2, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The returned bar was observed to be fractured. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.